Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy from the scs lead not providing enough coverage. Surgical intervention took place on (B)(4) 2023 where the lead was repositioned. Therapy was restored post procedure.

Manufacturer narrative:
It was reported to abbott, a patient was having a revision to improve coverage. During the revision, the cervical lead was pulled down to the t8-t9 vertebral body. That resulted in 2 thoracic leads at t8-t9. The plan moving forward was to implant a second system for cervical coverage with the leads at c2-c5. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.